Event description:
The consumer reported a patient implanted for degenerative disc disease/ herniated disc pain and spinal pain had their device turn off on them and had a return of pain. They "worked on it," stimulator was charged, and they got it turned on. The setting was too high causing the patient's body to shake. They were eventually able to turn it down. At a later date the device turned off "went dead again" but it showed having a charge. The patient has been working with their physician's office.

Event description:
Additional information received from the consumer reported the battery stopped so they were in agony for a week. As a result they had to meet with the manufacturer's representative (rep) to get the device going again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.